Event description:
Mid 20¿s male with recent manual vacuum aspiration (mva) and CT confirming pelvic abscess and fistula and bowel perforation. Procedure: exploratory lap, partial colectomy end colostomy and appendectomy. Stapler worked in surgery, but unable to remove stapler load to replace it with a new one. A different ethicon curved cutter used to finish procedure. No known harm to patient.